Event description:
The time of event is not during procedure. There was no report of patient harm. Fiber image failure(cloudy).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the fiber image cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the fiber. In addition, our technician confirmed that the objective prism cracked, the distal body worn out, the insertion flexible tube dented, and the up pulley wire snapped/cut; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.